Event description:
It was reported that the right atrial lead exhibited high capture threshold and poor p-wave sensing amplitude. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.